Event description:
A healthcare professional reported a power on reset (por) 0x400 parity error code on (B)(6) 2016. Therapy had stopped. There were no falls or traumas related to the issue. Electromagnetic interference that could be related included radiation treatment. The patient had been undergoing proton beam/radiation treatment. Por was successfully cleared with the clinician programmer. The device was not a rechargeable device. Therapy was not turned on while on the call. No symptoms were reported. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.